Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the female plaintiff/consumer who had essure (ess205) (fallopian tube occlusion insert) placed on (B)(6) 2007. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. Additionally, after being implanted she began suffering from symptoms of depression, fatigue, fluctuations in her weight and pain during intercourse. On or around (B)(6) 2013, she underwent a hysterectomy. According to reporter, plaintiff sought to have a hysterectomy performed for years but physician always refused her request due to her age (unspecified). Plaintiff wanted to undergo a hysterectomy because she wanted her coils removed and her endometriosis had become more severe. As a result of her essure-related pain, she was prescribed dilaudid, which she took two (2) to three (3) times a day prior to undergoing her hysterectomy. While plaintiff continues to take pain medication, she takes a lower dose less frequently than she once did prior to undergoing the hysterectomy. It was not until just recently when she saw a television commercial that she learned essure was most likely the cause of all of her pain and symptoms, and the need for her hysterectomy. As a result of essure implantation, plaintiff suffered severe abdominal and back pain, as well as fatigue, depression, heavy bleeding, weight fluctuations and pain during intercourse. Plaintiff had no choice but to undergo a hysterectomy in order to have her essure coils removed. She had to take prescription medication in order to manage her severe pain. Follow-up received on 07-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed severe abdominal pain and heavy bleeding (regarded as genital bleeding). She underwent a hysterectomy to have the essure coils removed (approximately 5.5 years after device placement). These events are listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain and abnormal genital bleeding may occur. In this particular case, the consumer had endometriosis which could be an alternative explanation for her symptoms. However, considering events' nature and based on essure safety profile, a contributory role of the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, arthroscopy (foe left and right knee pain), gravida ii and nulliparous. Concurrent conditions included endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("severe back pain /back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), endometriosis ("endometriosis had become more severe"), allergy to metals ("nickel allergy - started shortly after implant"), anxiety ("anxiety"), dysgeusia ("metal taste in mouth") and multiple chemical sensitivity ("sensitive to chemicals"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (underwent robotic laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, endometriosis, allergy to metals, anxiety, dysgeusia and multiple chemical sensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, multiple chemical sensitivity and weight fluctuation to be related to essure (ess205). The reporter commented: she state some symptoms decreased soon after removal. Curent weight (B)(6). Diagnostic results: on (B)(6) 2007: underwent an essure confirmation test (hysterosalpingogram hsg). Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-nov-2017: events - "nickel allergy - started shortly after implant, anxiety, metal taste in mouth, sensitive to chemicals", historical condition, reporter added from pfs.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdominal pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's medical history included depression (in teenage, had not fully recovered prior to implant), anxiety, arthroscopy (foe left and right knee pain), multigravida, nulliparous, loop electrosurgical excision procedure on (B)(6) 2007, endometrial ablation in 2008, carpal tunnel syndrome, tendonitis, sciatica, arthritis, spinal column stenosis, degenerative disc disease, intervertebral disc bulging, spondylarthritis, morbid obesity, back pain and epidural injection (for back pain). On (B)(6) 2012, she was hyperglycemic on her labs and has a wbc count of 14000 but has no evidence of infection. Indication: acute change in bowel habit with erratic stools. Bloating and explained weight loss (as written). Impression: polyps were removed. No evidence of active mucosal inflammation. Procedure: esophagogastroduodenoscopy with biopsy. Indication: family history of stomach cancer. Dyspepsia and nausea. Explained weight loss. Recent intermittent. Dysphagia to solid foods. Impression: essentially normal examination. Previously administered products included for an unreported indication: mirena. Concurrent conditions included endometriosis, chest pain since 2011, acute coronary syndrome since (B)(6) 2011, difficulty breathing, hyperglycemia, cervicalgia, generalized osteoarthritis, headache, hematoma, malaise, bloating, cramp in lower abdomen, loose stools, stools hard, motor vehicle accident since (B)(6) 2013, asthma, diabetes and hypertension. Family history included stomach cancer and depression. Concomitant products included glyceryl trinitrate (nitroglycerin) for chest pain as well as alprazolam (xanax), fluticasone propionate; salmeterol xinafoate (advair), insulin aspart (novolog), lisinopril and sumatriptan succinate (imitrex df). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("severe menstrual pain / menstrual pain/ menstrual pain"), depression ("depression/ depression") and pelvic pain ("pelvic pain, stabbing") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse/ pain during intercourse/ stabbing pain"). In 2007, the patient experienced headache ("head pain throbbing"). In (B)(6) 2007, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain /back pain"), weight fluctuation ("weight fluctuations"), endometriosis ("endometriosis had become more severe"), allergy to metals ("nickel allergy - started shortly after implant"), anxiety ("anxiety"), dysgeusia ("metal taste in mouth"), multiple chemical sensitivity ("sensitive to chemicals") and respiratory disorder ("had a respiratory issues at the time of essure procedure"). The patient was treated with hydromorphone hydrochloride (dilaudid) and surgery (ablation and underwent robotic laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the abdominal pain, genital haemorrhage, back pain, fatigue, weight fluctuation, endometriosis, allergy to metals, dysgeusia, multiple chemical sensitivity, migraine, headache and respiratory disorder outcome was unknown, the dysmenorrhoea, dyspareunia, pelvic pain and weight increased had resolved and the depression and anxiety had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, migraine, multiple chemical sensitivity, pelvic pain, respiratory disorder, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: she state some symptoms decreased soon after removal. Current weight (B)(6) lbs. Essure caused or aggravated any psychiatric and/ or psychological conditions. Current weight: 320. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.1 kg/sqm. Biopsy cervix - on (B)(6) 2007: areas of residual mild and moderate to severe dysplasia (cin 1 and cin 2-3) in metaplastic squamous epithelium at transition zone and endocervix. Endocervical margin of resection focally positive for dysplastic changes. Ectocervical margin of resection free of atypical changes. Biopsy endometrium - in 2012: she had an endometrial biopsy and pelvic ultrasound one year ago and everything was normal. Colonoscopy - on (B)(6) 2013: colonoscopy with snare polypectomy with cautery and with biopsy. Echocardiogram - on (B)(6) 2011: stress tests and echocardiogram were negative. Hysterosalpingogram - on (B)(6) 2007: tubal occlusion status post essure placement. Tubes were blocked. Pathology test - on (B)(6) 2013: duodenum, biopsy- normal small bowel mucosa, negative for villous atrophy or enteritis stomach, biopsy- mild chronic gastritis, nonspecific. A diff quik stain for h- pylori is negative. Proximal and distal ascending colon polyp, polypectomy tubular adenoma, rectal polyp, polypectomy- hyperplastic polyp. On (B)(6) 2013, there were some colon polyps but there was no mucosal inflammation and microscopic colitis biopsies were negative. Additionally there was no evidence of a mal absorptive condition as duodenal biopsies were negative as well quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Events per pfs: pelvic pain, weight gain, migraine, headache, medical device monitoring error, respiratory disorder were added, outcome of the events were updated, medical history was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs